Event description:
It was reported that the patient had experienced underdose symptoms and had never felt like she had received pain relief since implant. She had continued to take oral narcotics, but would be weaned off of them. A dye study was attempted in the healthcare provider (hcp) office, but there was an inability to withdraw from the catheter. The pump pocket was opened and it was seen that there was a slice in the catheter at the pump connector. It was indicated that the pump connector was removed and a new connector was attached. At the time of report, there was no patient injury. The device system was used to deliver dilaudid. Five days later, it was reported that the dye study was attempted on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Final analysis of the catheter found that a kink in the catheter body that caused the inner lumen to occlude.